Event description:
Customer reported via phone call that they received a keypad anomaly. The blood glucose reading is unknown.

Manufacturer narrative:
Act, esc and arrow buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and sensor test due to button keypad anomaly. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.